Event description:
It was reported that during a laparoscopic de-roofing of liver cyst procedure, the pad of the device became separated after ten activations of the instrument. They retrieved the pad from the patient. Opened a 2nd device from the same lot number and the same thing happened. The surgeon was able to complete the procedure without opening a third device. Case delayed by 10 minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device with serial number 14350-1323 was returned with the tissue pad damaged, melted and 100% present but not detached as reported by the customer. The blade was also gouged. The device was connected to a test hand piece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the reporting smoke was generated by the tissue pad being melted. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure.